Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that there was a gradual increase in the lead impedance on the pace/sense portion of the high voltage lead, that the impedance is now >1600 ohms, and that capture threshold has doubled. It was noted there was no abrupt change in lead impedance. The lead is still in use. No patient complications have been reported as a result of this event.